Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device check a day after the implant, drop in r-wave measurement was observed. The capture was improved but when capture threshold test was re-run, higher capture threshold was noted. The patient has not experienced any symptoms. The lead was found to be dislodged and was repositioned. Patient's condition was good afterwards.